Event description:
The event is reported as: "alleged issue: client indicated the hemolok clamp was broken during a robotic procedure when the surgeon tried to apply the clip." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.